Manufacturer narrative:
Bci customer technical support (cts) assisted customer in ensuring all tubing, syringe and probe connections were secure. Customer was able to calibrate and run quality control without further leaking. A service visit has also been ordered.

Event description:
A customer contacted beckman coulter inc (bci) regarding leaking fluid around wash collar of a reagent probe. No injury was reported.